Manufacturer narrative:
The following devices were also listed in this report: size 7 accolade ii 127 deg; cat # 6721-0737; lot # 97197207; delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 94455602; restoration adm x3 ins 28/52; cat # 7236-2-852; lot # 91721901; 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # xjba. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt called and wanted to know if the implants had cobalt / any recalls. Had a total hip replacement a year ago. Additional info. 22-8-2024: high cobalt levels.